Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 376 mg/dl, 203 mg/dl, hi (>600 mg/dl), and 137 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.